Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found the plunger clamp eject pin stuck in the reported problem area of the pipetter assembly. Fse replaced the plunger clamp and lld spring. The instrument was inspected, tested without further problem, and returned to service.